Event description:
During an atrial fibrillation (afib) procedure, it was reported that the patients's blood pressure dropped. Acunav ultrasound catheter confirmed pericardial effusion. Heparin was reversed, neo was administered to help regulate the blood pressure, extra fluid was administered to help bring up the pressure and pericardiocentesis was performed. Approximately 300 cc of fluid was removed. The patient was stable and under observation. Additional information provided stated physician believed this event occurred during the transseptal puncture procedure while manipulating the introducer sheath. No ablation had been performed prior to this adverse event. The patient was fully recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib) procedure, it was reported that the patients's blood pressure dropped. Acunav ultrasound catheter confirmed pericardial effusion. Heparin was reversed, neo was administered to help regulate the blood pressure, extra fluid was administered to help bring up the pressure and pericardiocentesis was performed. Approximately 300 cc of fluid was removed. The patient was stable and under observation. Additional information provided stated physician believed this event occurred during the transseptal puncture procedure while manipulating the introducer sheath. No ablation had been performed prior to this adverse event. The patient was fully recovered. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.